Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number: 18659269 / 17029148 / 16651535. Model/catalog description: linear 3-4 lead 70 cm.  The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:29 pm CT. The report number is being corrected from: 3006630150-2018-62378 to: 3006630150-2018-61232.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.